Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. The report corresponds to ortho clinical diagnostics inc complaint number (B)(4).

Manufacturer narrative:
The fe arrived on site and investigated the reported issue on the instrument. The fe performed multiple lld checks in service diagnostics. There were 2 failures for position 3 over lld rack. The fe replaced position 3 tube lifter. The remainder of the tube lifter connectors and all 2 pole cables were reseated. The fe performed splld checking procedure and tested the summit with oas user software. The instrument was tested without problem. The instrument is now performing as expected.